Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced halos around lights/unhappy, patient does not like to drive at night due to halos. Post implantation after 10 months the lens was replaced with dat315 20.5. Additional information has been requested.